Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported an impella 5.5 in a 74yo female patient for mechanical circulatory support. It was reported that a hematoma was observed on the impella access site. Three units total of packed red blood cells (prbc) were given and the impella was surgically removed. The patient is stable. No additional information was provided.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed was unable to be determined. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 revised as previously entered incorrectly. G.1 reporting contact facility name was inadvertently left off the previously submitted report and was added. H.3 was the device evaluated by the manufacturer? Was inadvertently omitted from the previously submitted report. H.6 code 1884 was reported incorrectly on the previously submitted report. A new code has been added to health effect - clinical code. Added codes 4627, 925 and 4114 as they were inadvertently left off the previously submitted manufacture device report.